Manufacturer narrative:
The following other devices were also listed in this report: #3 baseplate; cat# unknown; lot# unknown. Femoral component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device and additional information will be made available due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised patient's right knee due to infection. Removed all components.